Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope plus, 30-degree was analyzed and found to attached endoscope adapter (aea) damaged or friction issue. The endoscope had bearing friction issue. The endoscope was found with discoloration of housing and leaks at the proximal fibers connector. The complaint regarding the mechanical gears on the scope keep grinding and would flip the image but would not flip back was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mechanical gears on the endoscope were grinding and would not allow the image to flip back. The procedure was completed with no reported injury.